Manufacturer narrative:
Investigators were unable to confirm or duplicate the original complaint; the black box data from the date of the alleged complaint has been overwritten. Upon review of the current black box data, there was no evidence of short battery life. The ez-prime steps were performed correctly and all electrical current readings were within specifications. Upon removal of the pump cover, no intermittent condition was found to the power circuit or to the cgm (continuous glucose monitoring) module. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.